Manufacturer narrative:
A partial lead with the connector portion measuring 15.3 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented into the emergency room with symptoms of pneumonia. The patient passed away due to a terminal heart and kidney disease. There is no allegation from a healthcare professional that the death was device related. The primary and secondary cause of death was unknown. No additional information was reported.